Event description:
The pt's mitral valve was removed and the edwards pericardial tissue heart valve was inserted. Inspection of the valve by echo showed that it neither opened nor closed satisfactorily and the valve was removed and was replaced with a different valve type. Pt expired during replacement of malfunctioning valve, death attributed to prolonged surgery and associated complications.